Manufacturer narrative:
This report is for unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of titanium lateral entry femoral recon nail due to pain. It had no distal interlocking screws. The lateral entry nail was removed successfully. It is unknown if there was a surgical delay. There were no patient consequences. This report is for unknown screw. This is report 2 of 2 for (B)(4).